Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer did not know if the blood glucose level was impacted. The cartridge, infusion set tubing and site were changed. Insulin delivery was resumed.